Event description:
The pt reported the display on his primary insulin infusion device is completely blank and the device is making a strange beeping sound. He stated the beeps were 3 different tones and beeped at a very fast pace. Batteries were sent to the pt. On follow up, the pt stated he received the batteries and inserted them but it did not resolve the issue. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for evaluation.